Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 4 mm x 40 mm powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheter ruptured while inflating the balloon on the target site; therefore, it could not be used. There was no reported patient injury. The target site was calcified, and the access site was tortuous. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device did not maintain negative pressure during preparation. There was an anomaly noted while inflating the device with positive pressure. The same indeflator used successfully with other devices. The procedure was a percutaneous transluminal angiography (pta) with a contralateral approach made. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile powerflex pro 4mm x 4cm 135 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. A leak was present in the balloon that did not permit maintaining pressure during inflation as expected. Additionally, a guidewire from the cordis lab was introduced and no obstruction nor friction was detected that could impede the insertion of the guidewire during functional testing. Sem results showed that the balloon of the powerflex pro presented a ruptured condition as a puncture and scratch marks were observed. These types of damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could have led to the burst condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82258016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis as a leakage was noted coming from a ruptured area on the balloon surface. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, based on the information available for review, it is likely vessel characteristics of calcification with some access site tortuosity may have contributed to the reported event as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events for both devices. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4 mm x 40 mm powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheter ruptured while the pressure was raised to inflate the balloon; therefore, it could not be used. There was no reported patient injury. The procedure was a percutaneous transluminal angiography (pta). The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258016 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.